Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had a high blood glucose value. Customer¿s blood glucose value was 400 mg/dl. Customer¿s current blood glucose value was 401 mg/dl. Customer also specified other relevant blood glucose value was 451 mg/dl. Customer treated with bolus for high blood glucose. Customer also stated that they experienced a high blood glucose because the sensor was not working. The products will not return for analysis.